Event description:
The hospital reported that during a coronary artery bypass procedure, the user loaded the heartstring iii proximal seal in accordance with the IFU, but was unable to remove it from the loading device. The surgeon had to use a side biting clamp in order to complete the proximal anastamosis, as there was no further stock of heartstring available. There were no pt effects reported. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4), 2010, for investigation. Visual inspection revealed that the delivery tube was returned stuck in the loading device. The seal and the tension spring assembly were inside the loader, under the window. The two outer of rings of the seal were cracked. The green slide lock and the white plunger were depressed on the delivery device. There was no evidence of blood on the device. Based upon the visual observations, the reported complaint could not be confirmed. This failure may have been potentially attributed to user technique since the white plunger should not have been depressed during the loading stage. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. (B)(4).